Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed, and primary analysis findings were no anomalies found.

Event description:
It was reported that the device was tested in the box and there was no telemetry. The device was returned for analysis. No patient complications have been reported as a result of this event.